Manufacturer narrative:
E1: initial reporter address - (B)(6). Device evaluated by MFR: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. No tears or holes were visible in the balloon. The device was attached to an encore inflation device and positive pressure was applied. A pinhole leak was identified 4mm distal of the proximal markerband. An examination of the balloon material and markerbands identified no issues. All blades were fully bonded onto the balloon with no issues identified. No issues were noted with the tip section of the device. A visual and microscopic examination found no issue with the markerbands. A visual and tactile examination identified no issues. No other issues were identified during the product analysis.

Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified radial vein. A 6.00mmx2.0cmx50cm peripheral cutting balloon was selected for use. During the procedure, at second inflation, it was noted that the balloon ruptured at 10atm for 30 seconds. The balloon was removed from the patient's body without any problem and the procedure was completed with a different device. No complications were reported and there was no problem with the patient condition post procedure.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified radial vein. A 6.00mmx2.0cmx50cm peripheral cutting balloon was selected for use. During the procedure, at second inflation, it was noted that the balloon ruptured at 10atm for 30 seconds. The balloon was removed from the patient's body without any problem and the procedure was completed with a different device. No complications were reported and there was no problem with the patient condition post procedure.